Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the svc coil and rv coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.